Event description:
Health care professional (hcp) reported twelve incidents of cracked headers on reused dialyzer. Per the health care professional, found during reprocessing and no pt use or injury associated with this report.